Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced a pump stop alarm that self resolved. No patient harm was reported.

Manufacturer narrative:
B5 additional information was received and added.

Event description:
Additional information was received. The pump was explanted and disposed of. No further alarms or issues regarding the pump performance were noted.